Manufacturer narrative:
(B)(4)

Event description:
It was reported that high thresholds were observed on the lead. Diagnostic imaging revealed no visual anomalies. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.